Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow-up, noise on the right atria (ra) lead channel and impedance measurements of less than 100 ohms were exhibited. Boson scientific's technical services (ts) reviewed data reporting that the clinical observations were highly suggestive of an atrial lead integrity issue. The ra lead has an implant duration of over 15 years and to date, remains implanted and in service. Additionally, a device longevity anomaly was noted based on programming changes and increased outputs due to low and fluctuating impedances. The device has been implanted over ten years. While ts did report what appeared to be a normally depleting battery, intensified follow-up was considered due to the less than one year indicator of remaining battery life. No adverse patient effects have been reported and both products remain implanted and in service.